Event description:
A report was received that the pt is having trouble charging. A bsn sales representative was not able to get the pt's ipg out of hibernation. The physician replaced the pt's ipg and the pt is doing well.